Event description:
It was reported that while checking inventory a broken cruciform screwdriver, the tip was broken. The facility does not know how the driver broke, it may have occurred in sterile processing.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed and did not reveal any complaint related issues. Visual inspection revealed the tip of the screwdriver is twisted counter clockwise. This is a clear indication that the damage may have occurred removing a seized screw and excessive force. Conclusion: no manufacturing related fault could be detected.